Event description:
The following was reported to davol by the patient: it is alleged that the patient was implanted with a bard/davol ventrio mesh patch during a repair procedure in (B)(6) 2011. Reportedly, the day after surgery, the patient stood up while in the hospital, heard a pop and was in tremendous pain. The patient reports that she experienced ( undefined) complications after the implant procedure. The patient alleges that she underwent an explant procedure and that the mesh was found to be hard, rolled up and stuck to the bowels.

Manufacturer narrative:
The info provided was limited, additional info has been requested. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events alleged. This MDR includes all patient, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.